Event description:
The manufacturer received information alleging while " testing bipap with test lung using high pressures after a couple of breaths delivered, ventilator showed ventilator inoperative. Viewed logs, error occurred (B)(6) 2023 @ 07:12pm. Other alarms like o2 regulation and lo min vent also appeared". There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging while " testing bipap with test lung using high pressures after a couple of breaths delivered ventilator showed ventilator inoperative. Viewed logs, error occurred 21/04/2023 @ 07:12pm. Other alarms like o2 regulation and lo min vent also appeared". There was no harm or injury reported. The device was not reported to be in patient use. Despite three good faith effort attempts on 07/22/2025, 07/25/2025 and 07/30/2025 to pqm.production@gehealthcare.com, the device has not yet been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. If any additional information is received at a later date, an updated final report will be filed.